Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) issued a red alert for a change in tachy mode set to something other than monitor plus therapy. This information was not uploaded to the latitude servicer and the website, but was identified by the engineers and delivered to the clinic. The local sales representative reported that the patient was inadvertently programmed to monitor only during a visit to the ER. The patient presented to the clinic a couple days later in a slow ventricular tachycardia episode and the device was programmed back to monitor plus therapy. The patient did not experience any adverse symptoms as a result of this event.